Event description:
A facility reported a patient had icp readings as low as -10 from a cerelink microsensor; patient received icp monitor for headaches of unknown etiology. Account manager and clinical specialist were both present for insertion, which went very well. Patient had icp value in the normal range of 4 ¿ 6. Patient was disconnected prior to transfer to bed from the or table. Patient was reconnected once in pacu. Readings were stable in the 4-6mmhg. Instructed pacu rns to disconnect patient for transport to the ICU. Icp value was 2 at time of disconnection, later values were -3. Bedside rn said patient was clinically intact.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d1, d4, d6a, d9, h2, h3, h10. Additional information received on 04/19/2022 indicates the following: the complaint is probably against cerelink sensor, but customer is unsure. They believe the device was explanted the following day or two, but unknown for certain. There were no clinical signs, symptoms or reasons to verify the negative reading. Lot or serial number is unknown.

Manufacturer narrative:
Cerelink sensor was not returned for evaluation (as per customer, product not available); and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading".